Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).